Manufacturer narrative:
Citation: feins en, et al. Experience and outcomes of surgically implanted melody valve in the pulmonary position. Ann thorac surg. 2021 mar;111(3):966-972. Doi: 10.1016/j.athoracsur.2020.05.061. Epub 2020 jun 27. Presented at the fifty-sixth annual meeting of the society of thoracic surgeons, new orleans, la, jan 25-28, 2020. Earliest date of presentation used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the outcomes of patients undergoing surgical implantation of a melody valve in the right ventricular outflow tract (rvot). All data was retrospectively collected from a single center between january 2009 and july 2019. The study population included 23 patients (predominantly male; median age 1.7 years; median weight 9.8 kg) who all had a medtronic melody transcatheter pulmonary valve surgically implanted in the rvot. No unique device identifier numbers were provided. Among all patients, adverse events included: unplanned transcatheter balloon dilation for narrowed melody scaffold and elevated gradient at 2 weeks post-implant (one case); transcatheter balloon dilation for elevated gradients caused by somatic growth (ten cases, occurred between 16 days and 5.4 years post-implant); occurrence of moderate pulmonary regurgitation after balloon dilation (one case); need for second transcatheter balloon dilation (five cases, occurred between 6 months and 3.9 years after the first dilation); occurrence of severe pulmonary regurgitation after second dilation (two cases); need for melody valve stenting after second dilation, committing to free (severe) pulmonary regurgitation (one case); need for third transcatheter balloon dilation (one case, occurred 3 years after the second dilation); need for transcatheter valve-in-valve replacement (three cases, occurred between 4.2 and 8.7 years post-implant); need for reoperation with valve explant (six cases, occurred between 7.5 months and 8 years post-implant). Reasons for reoperation consisted of anatomic constraints (coronary proximity), endocarditis, and non-central valve dysfunction (paravalvular leak). Three of the six cases of valve explant were for factors not related to the melody valve. Of the 14 patients who had the original melody valve at last follow-up, two had moderate or more pulmonary regurgitation. No additional adverse patient effects or product performance issues were reported.